Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was cancelling boluses and were not being recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: a review of the bolus history revealed multiple cancelled boluses had occurred on (B)(6) 2015. There was no black box data from these dates due to continued use of the pump. During investigation, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A bolus was intentionally cancelled during testing; the partial bolus was accurately recorded in pump history. The complaint of cancelled bolus not recording in the pump history was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.